Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09141. It was reported that the patient presented in clinic for laser lead extraction. Interrogation revealed that the patient's atrial lead exhibited noise, and the patient's right ventricular lead exhibited high defibrillation impedance. Fluoroscopy performed on (B)(6) 2020 revealed externalization of the right ventricular lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed, and the reported event of high voltage lead impedance high was not confirmed by analysis. Only the distal end of the lead was returned in one piece. Final analysis found external insulation abrasion breaching the ring electrode ¿ re cables lumen at 7.0 cm to 8.9 cm and 10.2 cm to 12.0 cm from distal tip. The etfe coating of the re cable and the etfe liner was intact in these regions. An external insulation abrasion was noted breaching the re lumen and the ptfe liner at 14.0 cm to 14.9 cm from distal tip, the etfe coating of the re cable was intact in this region. External insulation abrasions were noted breaching the rv lumen at 7.2 cm to 9.0 cm and 11.1 cm to 13.0 cm from distal tip. The etfe coating of the rv cable and the etfe liner were intact in these regions. External insulation abrasions were noted breaching the svc lumen and the etfe coating of the svc cable at 26.2 cm to 26.3 cm and 26.8cm to 28.2 cm from distal tip. The ptfe liner was intact in these regions. The abrasions were consistent with friction to another device or feature of the patient¿s anatomy. Insulation abrasions breaching the rv lumen and the etfe coating of the rv cables underneath the svc shock coil was noted at 21.2 cm to 21.6 cm and 22.3 cm to 22.6 cm from the distal tip. Insulation abrasions breaching the rv lumen underneath the svc shock coil at 23.7 cm to 24.0 and 24.5 cm to 25.0 cm from the distal tip. The etfe coating of the rv cables was intact in these regions. Insulation abrasions breaching svc cable lumen were noted underneath the svc shock coil at 22.6 cm to 2.7cm, 23.9 cm to 24.0, and 24.3 cm to 24.5 cm from the distal tip. The etfe coating of the svc cables was intact in these regions.